Event description:
During g3 nail surgery, the surgeon assembled the nail to targeting device and inserted the nail into the patient's bone. When the surgeon used step drill for the lag screw hole, the drill sleeve loosened. When the surgeon used 4.2mm drill for the distal screw hole, the drill sleeve loosened. The surgeon locked sleeve again and the surgery was completed.

Manufacturer narrative:
Evaluation summary: the reported event could not be confirmed, all units functioned as intended. A review of the device history for the reported lot did not indicate any abnormalities. Pre-supposing that functional check had been carried out satisfactorily in the hospital prior to use and referring to that the event could not be re-produced during examination it can only be assumed that the event occurred due to intra-operative circumstances. A root cause could not be determined. The returned units functioned as intended during examination.